Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 187 cfu comprised of the following 4 isolates: positive rods - planococcus species, positive cocci - staphylococcus epidermidis, positive cocci - micrococcus luteus, positive cocci - micrococcus luteus. The duodenoscope was returned to pentax medical for evaluation. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed by pentax medical on (B)(6) 2018 yielded 135 cfu comprised of the following 3 isolates: positive cocci - kocuria koreensis, positive cocci - kocuria koreensis, positive cocci - staphylococcus saprophyticus. The duodenoscope was inspected by pentax medical service on 02-jul-2018. The inspection findings included the following: channel improperly installed (gap distal body opening), distal cap, fixed type passed epoxy seal integrity inspection, passed dry/wet leak tests, fluid invasion not observed in pve connector or in control body, operation channel, primary mild scratch inside. The duodenoscope is currently undergoing repairs.